Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "turn off" was not reproduced. The evaluator found the pump to power on and remain powered on during use. The event history log revealed multiple events of "improper shutdown!" However the history log cannot be used to determine the means by which power was disconnected. An "improper shutdown!" Can result if all power sources are manually disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. This occurred at power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.